Manufacturer narrative:
Updated fields: b4, d8, e3, g1(contact person ¿ mfg site), g3, g6, g7,h2, h6, (type of investigation, investigation findings, investigation conclusions), h11 corrected feild: h3. The evaluation determined a catheter kink causing the reported problem, it is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). This event occurred on the japanese market with a transray 40cc iab, which is significantly similar device to sensation 40 cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately three hours of intra-aortic balloon (iab) therapy, a gas leak alarm sounded. An iab rupture was suspected so the iab was removed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- d9, h6- medical device ¿ problem code, investigation findings, investigation conclusions.